Event description:
It was reported that the patient heard an audible alert two times in 2009. The patient did not feel well with symptoms of: feeling hot, dizzy, chest tightness and his abdomen felt sore. The patient was admitted and was examined in the hospital two days later. Vital signs were as follows: bp 166/79 mmhg, pulse 106, temp 36.7 and oxygen stats 92%. The pump site was examined; no signs of redness, swelling or localized heat. The alarm date was checked and noted as the next month with a planned refill date three weeks later. Blood was taken; ECG performed (results not clinically significant) and the patient was monitored overnight. Abdominal x-rays were conducted to assess pump/catheter connections; no anomalies were found. The patient informed the hcp that he had been expectorating green sputum the previous week and had a chesty cough. Clinical impression: chest infection with pleuritic chest pain. The next day, telemetry readings were checked with no events logged. The critical pump alarm was set to alarm every 10 minutes, but no alarms were heard during a 30 minute period. The patient's chest was clear on examination; blood results within range; pain settled and controlled. Sputum and urine samples were sent for microscopy; abdominal x-rays were normal. No new medication was prescribed for this event. The patient was discharged home with follow up scheduled for one week later. The patient recovered without sequela.